Manufacturer narrative:
(B)(4). G2: new zealand. The is currently unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 year post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right elbow arthroplasty on and unknown date. The patient underwent an elective revision surgery approximately ten (10) years and ten months later to revise the pin and bushing. A third revision surgery took place one (year) and three months ago due to loss of positioning of the implant. Subsequently, the patient underwent the first stage of a two-stage revision approximately three (3) months ago due to aseptic loosening of the implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed annex g code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant alignment is normal. The ulnar implant is loose. Bone quality is osteopenic. Heterotopic ossification is present anteriorly. A definitive root cause for the ulnar loosening cannot be determined. However, the presence of heterotrophic ossification is not related to the device. The reported event is confirmed by mmi review if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.